Manufacturer narrative:
The reported issue of faulty led issues is related to display segment being dim was confirmed on 6 out of 6 returned boards. Physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. Testing: the returned display boards were tested using a lvp mockup test fixture attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly the fourth top right segment was dim for five devices and fourth top right and bottom left segment was dim for one device. Reportedly, the display boards for six large volume pump modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the fourth top right segment was dim for five devices and fourth top right and bottom left segment was dim for one device. Reportedly, the display boards for six large volume pump modules will be replaced. There was no reported patient involvement.